Event description:
Non-delivery reported. The pump was set to infuse cefazolin 30ml over 30 minutes every 8 hrs with a keep open infusion rate of 0.4ml/hr between doses. The pt reports that one dose of anitibiotics did not infuse. The home care nurse states the next morning the display screen indicated 102ml infused, however the container was still full. The pump had alarmed prior to the missed dose (alarm not specified), but no alarms were heard around the time of the missed dose. No adverse effects were reported.